Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was leaking from the patient line. In addition, an occlusion alarm occurred. Customer changed pump supplies and resumed insulin therapy. Customers blood glucose was 190 mg/dl.